Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb) and the graphical user interface (gui) to breath delivery (bd) cable and upgraded the software to the current revision. The unit passed extended self-testing.

Event description:
Covidien received information stating that an 840 ventilator had a loss of communication error between the graphic user interface (gui) central processing unit (cpu) and the breath delivery unit (bdu) while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.